Event description:
It was reported to the MFR that the vns, pt's device could not be communicated with at an office visit in (B) (6) 2009. It was indicated that there were no issues communicating with the device in (B) (6) 2009. According to the site, the programming system is working properly and similar issues were not faced with other pt's device. A battery life calculation was performed on the pt's device that revealed 0.51 years till end of service as of (B) (6) 2009. The pt's device was explanted and returned to the MFR for product analysis. Analysis is currently pending.